Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins and rear case to resolve the reported issue. Stryker determined the damaged battery pins were the cause of the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer both battery pins pushed in. In this state, this could create a potential loss of power and create a delay in defibrillation therapy if needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.

Event description:
The customer both battery pins pushed in. In this state, this could create a potential loss of power and create a delay in defibrillation therapy if needed. There was no patient involvement in this event.